Event description:
(B)(4). Migraines, extended or double periods each month, leg and back pain, headaches, pain in the area of my ovaries, weight gain, brain fog, extreme fatigue, hair loss, facial hair growth, trouble with blood sugar, bloating,abnormal pap smear, dental problems, itching.